Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is in the hospital due to throat issues, weak vocal cords, left sided weakness and swelling in their face and legs. The patient's device was disabled to undergo a scope and swallow evaluation. No other relevant information has been received to date.